Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, while on sleeve to cut the stomach, the forceps got stuck during surgery and tore the tissues when surgeon wanted to move the stapler. The surgeon made an overlocked on the staple line. Obligation to make an overlock on the staple line of the sleeve gastrectomy, and to take new forceps, resulting in an additional cost. The stapler was unable to fire. The surgeon removed the device, and he had a thread and suture to reinforce the staples line to finish the case and resolve the issue.